Event description:
Customer reported that the sensor is not alerting the alarm to sound when weight is removed. The sensor is free of any creases or folds. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4). Product was requested to be returned for eval and has not been received. The product status is unk a supplemental MDR will be provided if the product is returned and upon completion of the eval. Note: this submission is based solely on the user facility statement. (B)(4).